Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown due to normal battery depletion. Reportedly, the customer plugged the pump into a power source to turn the pump back on; however, the pump did not power back on. Reportedly, the customer may have interacted with the wake button while the pump was plugged into a power source, causing the pump to remain off. Customer's blood glucose level was not impacted due to this reported issue. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.